Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a left ventricular assist device (lvad) the atrial lead dislodged. On marker channel ventricular sensing is overwritten by a biv marker. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.